Event description:
It was reported that the patients device was not working. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in 2018/2019. Explant date: 2018/2019.